Manufacturer narrative:
The returned pad device was tested in heartsine technologies and performed to spec. An inspection of the pad event log suggested that the device was used at a temperature outside of the range detailed in the user manual supplied with the device. The conclusion of the investigation was that it was the storage of the device in a location where it was not adequately protected from adverse environmental conditions which caused the low battery warnings to be issued. The testing also confirmed that the device would have delivered therapy if a shockable rhythm had been detected.

Event description:
This incident occurred in (B)(6). No similar incidents have been reported in the u.s. Heartsine technologies is notifying the FDA of this incident for their info. The device was used on an unresponsive pt on (B)(6) 2009. The device began analysis and gave a "no shock advised" message. The device then gave a "low battery warning" message and switched off. A second pad-pak was used and gave the same warning message. It was noted in the original correspondence that the device involved in the adverse event had been kept outside in a steel cabinet.